Manufacturer narrative:
Unit evaluated and repaired by the distributor.

Event description:
It was reported by the distributor that the power cord was cut, and the unit was smoking where the cord plugs into the frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.